Event description:
Caller reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level reported. Customer initially attempted to resolve the issue by plugging the pump into a different wall outlet, but it did not begin charging. Using a different wall adapter resolved the issue, and pump began charging, requiring no further assistance.